Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited multiple auto mode switch episodes. The patient was asymptomatic and programming changes were performed. On (B)(6) 2016 the lead was explanted and replaced. The patient was in stable condition post surgery. The patient would continue to be monitored.